Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8215502. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation. Our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Nogales has opened a CAPA (#629955) perform better investigation. Bd was able to confirm the defect with the provided sample, for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing.

Event description:
It was reported that leakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "product is leaking beside the injection site." 15 occurrences were reported but the date/times and patient information were not given.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "product is leaking beside the injection site." 15 occurrences were reported but the date/times and patient information were not given.